Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter was reading inaccurately high compared to her feelings/ normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue began at 9:04am on (B)(6) 2018, when she obtained the alleged inaccurately high result of ¿23.6 mmol/l¿ with her onetouch verio2 meter, compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin ¿ self adjuster and reported that, in response to the alleged product issue, she took ¿12 units of insulin¿ at 9:05am. The patient reported that, approximately 10 minutes later, she began to develop the symptoms of ¿headaches, stomach pains and shaking¿. She stated that in order to treat her symptoms, she ate ¿a piece of bread¿ and drank ¿a cup of coffee¿. The patient denied testing her blood glucose on any other device. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurately high result obtained with the subject meter.